Manufacturer narrative:
Concomitant medical devices: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient was having seizures. The hcp speculated that the seizures probably started 10-11 days ago. The patient was prescribed medications and is no longer having seizures. Please see report number 3004209178-2016-09101.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.